Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The past alarms were resolved by loading a new cartridge and resuming insulin delivery. However, additional alarm 19's occurred during basal delivery and the loading sequence leading the customer to revert to manual injections. The customer's blood glucose reached 600 mg/dl and were addressed with an insulin injection.